Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Device manufacturer date: device manufacturer date unknown / not provided.

Event description:
Doctor reported that implants had to be removed due to allergic reaction. Procedure delayed 6 months.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem b7. Other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.) G6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date d4: UDI g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative. Product evaluation: the 4 implants were returned for investigation. Visual evaluation of the as returned implants identified signs of use (bone residue) around the external threads due to usage but no apparent signs of malfunction the device could not be functionally tested for the reported failure (allergic reaction). Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported device had been placed on unknown tooth sites for approximately 1 year. X-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/08/01. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, 'placement of dental implants may be precluded by both patient conditions that are contraindications for surgery as well as hypersensitivity to commercially pure titanium or titanium alloy'. DHR review: DHR review for the lots (2019061964, 2019052378 & 2019041774) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot numbers (2019061964, 2019052378 & 2019041774) for similar events (complaint category keywords: allergic reaction) and no other complaint was identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient anatomical/physiological conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.